Manufacturer narrative:
Insulin pump was received with blank display, due to corroded battery cap contact. Insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm or blank display noted. Insulin pump had a cracked case on display window corner and minor scratches on lcd window.

Event description:
It was reported that the customer had normal blood glucose levels of 74 mg/dl. The customer reported a blank display on the insulin pump. The customer further reported that there was multiple low battery alerts prior to the blank display on the insulin pump. The customer installed a new alkaline battery but the display on the insulin pump did not return. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per the healthcare provider's instructions. No add'l info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.